Manufacturer narrative:
Concomitant products: t510c31, tricuspid valve, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold at implant as well as post-operatively. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.